Manufacturer narrative:
Additional manufacturer narrative: the lcd assembly part the customer ordered resolved the screen problem.

Manufacturer narrative:
The bedside monitor has lines going through the screen which is distorting the clarity. The customer requested the part # and was transferred to customer service. Currently waiting to hear from customer to determine if the part they ordered corrected the issue they reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not being returned.

Event description:
The bedside monitor has lines going through the screen which is distorting the clarity.